Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Paso module, carto3 mapping system. Other companies devices that used in this study: agilis epi steerable sheath. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 135 patients with implantable cardiac defibrillator underwent catheter ablation from 2015 to september 2016. Among them, 5 patients developed a self-limiting epicardial effusion without acute hemodynamic compromise as detected by echocardiography 4 months after the procedure. They received outpatient care with steroidal or nonsteroidal anti-inflammatory drugs without the use of pericardiocentesis. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿electrical substrate elimination in 135 consecutive patients with brugada syndrome¿ the purpose of this prospective study was to investigate the methodology and results of substrate-based mapping/ablation in a large series of consecutive brs patients with various clinical presentations and to verify if radiofrequency ablation (rfa) could normalize the consequences of a genetic disease. Suspect device is a 3.5-mm tip navistar thermocool sf, however catalog and lot number is unknown.

Manufacturer narrative:
Additional information was received on 07/13/2017. It was reported that 5 patients suffered from a self limiting epicardial effusion 4 months after the procedure. No intervention or extended hospital stay was required by any of the patient. Thermocool sf nav catheter (catalog number: d-1318-03-s, lot number unknown) was used in this event. The author stated that the event was possibly related to the procedure and to the device. However, there was no product malfunction reported. The event did not result in the impairment of a body function or damage to a body structure. All the patients were fully recovered. (B)(4).